Event description:
Our chemotherapy infusion center uses baxter continu-flo solution set tubing (109", 3 luer activated valves, male luer lock adapter) product 2c8537s. We have had three instances where one of the valves has leaked medication. Our nurses have had to screw a red cap onto the leaking valves to keep the medication from leaking out. This is a patient safety concern as use this tubing for chemotherapy and other hazardous drugs. The lot number for 2 of the 3 instances is: (10)r21j16027. I don't have a lot number for the third instance as it was not recorded. FDA safety report ID# (B)(4).